Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that occlusion issue with the infusion set site which led to high blood glucose level of 264 mg/dl. The patient received correction bolus via pump. No further information available.

Manufacturer narrative:
E1: patient country: united states.